Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During use for cardiopulmonary bypass, the level sensor issued a false low reservoir level alarm. The sensor was removed from service. There was no adverse consequence to a patient as a result of this event.